Manufacturer narrative:
Manufacture date is unknown. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant reported they were not able to center the piston while the device was in use on a patient. Complainant indicated that the clinician obtained another device to continue treating and that there was no adverse effect to the patient.

Manufacturer narrative:
A field service engineer (fse) went onsite to evaluate the device. The fse confirmed the reported malfunction and replaced the ddi board to resolve the issue.